Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the device was broken during reaming. The nurse noticed the breakage after use. Metal particle was found. No particle was in the patient. The surgeon did not notice the breakage.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there has been (B)(4) other event for the lot referenced. Visual inspection performed as part of mar. A material analysis was performed concluding the following: the distal flange of the calcar planer device fractured due to an overload condition. Approximated 40% of the broken central flange section was not returned. Eds analysis showed the calcar planer to be made of a 400 series stainless steel alloy. No material or manufacturing defects were observed on the device feature examined. "The event was confirmed. No material or manufacturing defects were observed on the device features examined.

Event description:
It was reported that the device was broken during reaming. The nurse noticed the breakage after use. Metal particle was found. No particle was in the patient. The surgeon did not notice the breakage.